Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer received the notification after completing the fill tubing step with a new tubing connected to an existing cartridge. However, the customer was unable to verify the amount of insulin that was in the cartridge. The customer declined to perform troubleshooting with tandem technical support and ended the call. There was no reported impact to the customer's blood glucose level.